Event description:
When the user-definable hemocare system control records are set in a specific manner and under certain circumstances, the electronic (computer) crossmatch functionality may allow inapprorpriate elibibility of pts due to incorrect specimen outdate calculation resulting from a specific hosp/lab interface message. B.5 the decision to file the initial MDR report was made due to the implication of the electronic (computer) crossmatch (exm) function, which may allow inappropriate elibibility of pts due to incorrect specimen out-date calculation resulting from a specific hosp/lab interface message. This initial assessment was incorrect upon further investigation. The system prevents the pt from being elibilble for exm, even though the incorrect specimen outdate calculation may occur.

Event description:
When the user-definable hemocare system control records are set in a specific manner and under certain circumstances, the electronic (computer) crossmatch functionality may allow inappropriate eligibility of pts due to incorrect specimen outdate calculation resulting from a specific hosp/laboratory interface message.